Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "equimosis," fever, edema, erythema, heat, pain, malaise, nodules, and granulomatous inflammatory late reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Haematomas. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the malar region, nasolabial folds, and marionette lines with juvéderm voluma with lidocaine and to the space between the eyebrows, crow¿s feet, periocular and upper peribuccal with juvéderm volbella with lidocaine. Ten days later patient ¿presented a good evolution, with equimosis in some points.¿ approximately five months later patient developed fever, edema, erythema, heat, and pain in front and periocular in the zones that hyaluronic acid was injected and ¿progressively, the symptoms were appearing in other areas in a descending order.¿ patient was reviewed by a dermatologist who noted the patient has experienced nodules and treated the patient with intravenous clindamycin, acetaminophen, and intravenous dipyrone and ¿after the treatment, the edema had decreased, associated with pain and general malaise.¿ the dermatologist requested a biopsy which showed ¿face granulomatous inflammatory late reaction secondary to the hyaluronic acid application.¿ patient is not currently undergoing treatment. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00998 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma with lidocaine.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the malar region, nasolabial folds, and marionette lines with juvéderm¿ voluma¿ with lidocaine and to the space between the eyebrows, crow¿s feet, periocular and upper peribuccal with juvéderm® volbella¿ with lidocaine. Ten days later patient ¿presented a good evolution, with equimosis in some points.¿ approximately five months later patient developed fever, edema, erythema, heat, and pain in front and periocular in the zones that hyaluronic acid was injected and ¿progressively, the symptoms were appearing in other areas in a descending order.¿ patient was reviewed by a dermatologist who noted the patient has experienced nodules and treated the patient with intravenous clindamycin, acetaminophen, and intravenous dipyrone and ¿after the treatment, the edema had decreased, associated with pain and general malaise.¿ the dermatologist requested a biopsy which showed ¿face granulomatous inflammatory late reaction secondary to the hyaluronic acid application.¿ patient is not currently undergoing treatment. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00998 (allergan complaint #1382121). This is the first MDR submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.

Event description:
Additional information provided by healthcare professional: an allergy test for hyaluronidase was performed but the patient never returned for treatment with hyaluronidase. Patient is now being treated in another country.